Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A syringe plunger not in place error was in the event history log (ehl). A syringe test was performed. The ehl error was reproduced. The customer reported product problem was therefore confirmed. The product fault occurred because the q1 had broken off from the board. In addition, the plunger board became loose from the glue. This issue was attributed to a design problem. This was established as the root cause. The plunger board was replaced to address the product fault.

Event description:
It was reported that the syringe plunger sensors (flippers) stopped working on the medfusion pump. No patient injury or complications were reported in relation to this event.